Event description:
Omission of thermocool smarttouch device lot, UDI numbers in the medical records. Unable to determine specific device used on pt who died from definitive complications from a cardiac ablation procedure. The device could have been part of several FDA recalls - z-0169-2023, z-0054-2018-20056-2018, z-0056-2018, z-0057-2018, z-0058-2018, z-0139-2015. Violation of 21 cfr part 801 - FDA. FDA - unique device identification (UDI) system final rule. Emr - page 39 - under ID# (B)(6). On page 11 - under ID# (B)(6). Ref report: mw5164608.